Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pace/sense portion of this lead was capped due to high capture thresholds and low rv sensing. An epicardial lead was implanted for pacing and sensing. The shocking portion of this lead is still active. There were no adverse patient events reported. Should additional information be received, this file will be updated.